Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Visual findings observed multiple creases throughout the foam material. The straps appeared to be pulled excessively. The male buckle component for the bed connecting strap is broken - broken piece not returned. Evaluation found that the failed areas revealed one side had a clean cut, but the other side appeared to have a void at the center. Possible causes such as material issue, patient misuse, injection molding process or too much force applied by the patient may have contributed to the malfunction. If the buckle is backwards or does not secure the strap as intended, it could allow unintentional patient release. The contraindications on the application instruction stated not to use this device with someone who has continued highly aggressive or combative behavior, self destructive behavior, or deemed to be an immediate risk to others or to self. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file# (B)(4).

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Note: instructions for use state, "additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps; to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from flailing or bucking up and down causing self-injury." At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4). Product not returned at this time.

Event description:
Received email from customer informing of a complaint regarding item 2532. Plastic buckle had broken off and the patient was able to become free handed. No injury to patient. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Sample and complaint recreations were performed, but a definitive root cause could not be determined. The procured buckle used for the manufacture of this product was tested and found to meet design requirements. Based on the investigation, it was determined that the product reported in this complaint was manufactured according to its specifications. A review of the complaint database revealed 2 similar complaints of the buckle breaking while in use with a patient. Of the 2 complaints only 1 product was returned for analysis and possible root cause was due to excessive force. Additionally, a supplier corrective action report, (B)(4), was created to follow up with the supplier to notify and investigate. The supplier confirms that the buckle material also met specification. Therefore, no corrective or preventative actions are necessary as there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Supplemental report needed for additional information.